Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) reported on the same pt involving three separate products and associated with mdrs# 1225714-2014-00049 and 1225714-2014-00050.